Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the migration was confirmed. The clinical/medical investigation concluded that, this case reports that one month following implantation of the intertan system a revision surgery was performed due to the screws backing out despite being locked in the case. X-ray photo examples were provided via e-mail; these x-ray images are not directly from this case, but encompass the issue observed in other similar complaint cases that have been already lodged. The x-ray examples provided demonstrate the lag screw and compression screw have backed out .the provided customer feedback form noted that of the intertan nails implanted ¿almost all are done by trainees, and non-trainee registrars.¿ the current health of the patient is unknown. Based on the limited information provided the clinical root cause of the report issue could not be determined. The provided example images were reviewed and confirm the reported however, they are examples from multiple subjects, so a specific root cause could not be concluded. The initial placement of the lag and compression screws within the femoral head, reduction and stability of the fracture, or user technique and cannot be ruled out as contributing factors of the reported screws backing out. The patient impact beyond the report revision could not be determined. No further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as surgical technique, fit/sizing or lack of ingrowth. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: g4

Event description:
It was reported that, after an internal fixation surgery was performed on (B)(6) 2021, the trigen intertan nail failed due to a cut out and the screws backing out despite being locked in the case. This adverse event was solved by a revision surgery on (B)(6) 2021. Patients current health status is unknown.